Event description:
It was reported by a customer in (B)(6) that, during patient use, the ht70 ventilator failed to auto-lock. It was also observed that the alarm silence/ reset button was blinking. The patient was manually ventilated, and transferred to an alternative ventilator. There was no reported patient injury.

Manufacturer narrative:
The device was returned, and is expected for an evaluation. Although, it has been shipped by the customer, it has not yet been received by covidien. (B)(4).